Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation/coil was adhesed to bowel') and genital haemorrhage ('bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. In (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain,"). The patient was treated with surgery (laparoscopic tubal ligation). Essure was removed on (B)(6) 2004. At the time of the report, the perforation, genital haemorrhage, urinary tract disorder, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: procedure: fluoroscopic monitoring was provided for gyne service for the conduction of a hysterosalpingogram impression: free intraperitoneal spillage bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation/coil was adhesed to bowel') and genital haemorrhage ('bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. In (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain,"). The patient was treated with surgery (laparoscopic tubal ligation). Essure was removed on (B)(6) 2004. At the time of the report, the perforation, genital haemorrhage, urinary tract disorder, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2004: procedure: fluoroscopic monitoring was provided for gyne service for the conduction of a hysterosalpingogram impression: free intraperitoneal spillage bilaterally. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.